Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site located in the pt's circumflex artery. Upon balloon catheter inflation, the balloon ruptured at approx 4 atmosphere's (atm's) of pressure. The balloon catheter was successfully withdrawn, leaving the stent partially deployed at a site other than the intended target lesion site. Subsequently another balloon catheter was introduced and utilized to fully deploy the stent at the target lesion site. No pt complications are reported relative to this procedure.